Event description:
It was reported that during an interventional procedure, a guide wire tip detachment occurred and remained inside the pt. The lesions were located in the right coronary artery (rca). Three unspecified stents were implanted in the mid rca. The physician reviewed the films and noticed that the tip of the pt2 moderate support guide wire had detached, and remained inside the rca. The pt was sent back to the lab. The physician attempted to retrieve the tip with a snare but was unsuccessful. A vessel dissection occurred, and the physician was able to move the wire tip to the mid rca. An unspecified stent was deployed and implanted to plasty the wire tip against the vessel wall. The pt had a myocardial infarction (mi), was hypotensive and sent to recovery.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.